Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stable patient presented in clinic for follow up, the right atrial lead exhibited low impedance and noise, reproducible with isometrics. No intervention had been performed. No additional information was available.